Event description:
(B)(4). Painful swelling and stiffness in hand and fingers, difficult to hold, grasp or grip anything. Multiple labs in the past show high levels of inflammation. Repeated labs consistently show elevated inflammatory levels. Recently diagnosed with fibromyalgia, chronic pain and fatigue, peripheral neuropathy and allodynia. Excessive hair loss continuing of rapid decrease in dental health- multiple broken, fractured teeth, and crumbling teeth. Loss of 9 teeth since 2010- while maintaining good oral hygiene, brushing twice a day and flossing.